Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer could not set basal rate past 1.99 units/hour. There was no reported impact to customer's blood glucose. Additional information regarding the event could not be provided by contact.